Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Medical records were provided for review. Medical records alleged that patient underwent port placement procedure. Placement procedure was competed, and port catheter position were confirmed under fluoroscopic guidance. Port accessed and assessed for integrity and flushed with heparin. Patient came to office approximately three months twenty-four days later in mid-april in follow-up from hospitalization about a month ago. At that time, she had a blister and some drainage to the right breast. Her port was not functioning properly. She had induration to the right breast. She was planned for port removal procedure. Approximately three months post hospital visit patient underwent port removal procedure for malfunctioning port. The port was then removed on end of inspiration. The skin incision was reapproximated using a monocryl in running subcuticular fashion. Therefore, the investigation is inconclusive for the reported flow issue as no objective evidence were noted in medical record. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately two months and twenty-one days post a port placement, the port body had allegedly occluded. It was further reported that the port was malfunctioned and removed completely. There was no reported patient injury.

Event description:
It was reported through the litigation process that approximately two months and twenty one days post a port placement , the port body had allegedly occluded. It was further reported that the port was malfunctioned and removed completely. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2023) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.